Event description:
While attempting to lift a patient using a ceiling lift, the ceiling lift motor stopped working. Staff noticed the ceiling lift motor was not level with the track, so staff pressed on the part of the motor out of the track and heard a click. The ceiling lift motor turned back on. When staff attempted to lift again using the remote control, the issue repeated. Then, staff took the sling and patient off of the spreader bar and moved the motor to the side of the bed. Staff stood on a step stool to look closer and accidently pushed a switch that caused the lift to disengage and drop from the track. The motor was caught before hitting the ground. While reattaching the ceiling lift motor to the rail, it was determined the ceiling lift motor is secured to the rail by two hooks and one of the hooks would not hold the motor, causing the lift not to work.